Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported invalid impedance was found on the patient's lead. Reprogramming was performed but was unable to provide the patient with adequate therapy over time. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.